Event description:
Biosense webster ultrasound catheters failed. Sound star catheter required to obtain transseptal access. For this occurrence, the two sound star catheters did not work. We used a different manufacturer's product and were able to visualize the intra cardiac chamber and transseptal access was obtained. Rep was present and will be replacing the devices. Manufacturer response for diagnostic ultrasound catheter, sound star eco 8f (per site reporter). Catheters replaced by filed representative. Will further investigate at manufacturer level.